Event description:
A customer reported to baxter corporate product surveillance in which there was a leakage with an aviva bag. The process step in which this condition occurred is unknown. There was no patient involved or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, a us 510k number cannot be provided.

Manufacturer narrative:
(B)(4). Additional information: baxter will continue to monitor similar reports to determine if further actions are required.